Manufacturer narrative:
(B)(4). The returned product met specification as received. The latch was opened and closed ten times and functioned properly. The jaws did not lock up when clamping on tissue. The knife advanced smoothly and retracted to home position without resistance. The investigation found the device to function normally.

Manufacturer narrative:
(B)(4). Date of initial report:11/16/2015. To date, the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during a lobectomy, the device did not open and had to be opened manually with a grasper. There was no injury to the patient.